Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis (for product code (B)(4)): the DHR analysis of the batch 1828224 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No further analysis was possible because the products were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Revision of corail stem due to loosening.

Manufacturer narrative:
(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.